Event description:
Complainant alleged that during a routine shift check, the device displayed a dotted line when shorting plug was attached. The complainant indicated that there was no pt involvement in the reported failure.